Event description:
During closed med procedure a clip that holds scope in place broke off. Once clip was broken the scope would not stay in a fixed position. Surgeon then converted to an open procedure.